Event description:
When firing the endo gia stapler, all of the staples on a 60 mm black load (egia60axt) did not release. This also happened with a 60mm purple load. The stapler and staple loads were handed off the field.